Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was fully applied. Functionally, the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed; the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the knife advances but did not fully cut through the tissue, and the jaws of the device remain closed on tissue. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur if the instrument is applied over an obstruction. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: make certain that the section of tissue to be stapled is free from any metal clips or similar structures. Otherwise, the knife blade may not cut. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectal and colon anastomosis for laparoscopic high anterior resection of rectum, anastomosis was checked by inserting finger through the endoscope and anus and discovered that the patient's oral left side and the anus side were not cut after firing. The device was also stuck in the cavity and was applied over a previous staple line. The anastomosed site was pulled out from the anus and the uncut site was manually resected with scissors.